Event description:
Patient revised because of loose femoral component, interoperatively found osteolysis and polyethylene wear.

Manufacturer narrative:
Examination was not possible as no product was returned. Although the examination could not determine the exact root cause of the reported wear, it would not be unreasonable to expect some wear after approximately 12 years of implantation. The loosening of the femoral component was likely the result of the reported osteolysis. The need for corrective action was not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.